Manufacturer narrative:
Based on the currently available information we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. We have requested medical records form the patient; however at this time we have not received any information. Manufacturing review that included review of sterility records was performed and did no t find evidence of a manufacturing related cause for alleged event. No medical documentation has been provided to support the allegations, however the IFU was reviewed and infection adn extrusion are listed as known possible adverse reactions. Additionally, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prothesis". This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported via (B)(4): the patient alleges that she was implanted with a bard flat mesh on (B)(6) 2012 and that the mesh became infected and protruded out of her stomach. She alleges that on (B)(6) 2013 she underwent a second surgery to have the mesh removed and repair the hernia. The following is based on additional information provided by the patient: the patient has alleged that he prior to implant, over several weeks she had experienced vomiting and diarrhea. She alleges that she lost 40 lbs and that one week prior to implant developed a fever. She alleges that on (B)(6) 2012 she presented to the emergency room and underwent emergency surgery, and was implanted with a bard flat mesh for an unspecified abdominal repair. She alleges that two weeks post implant she returned to the emergency room, because the wound had burst open and there was fluid and blood coming form the incision. She alleges that she was given "wound care order". Allegedly, she was treated with antibiotics on two separate occasions, once being admitted for overnight IV antibiotics. The patient alleges that the mesh was protruding out of the incision and on (B)(6) 2013 she underwent mesh explant. The patient alleges that postoperatively her wound was healing well without complication. She now alleges that she has sharp pains in the area of the explant and has constipation. She is not taking any medications or seeking treatment by a physician.